Manufacturer narrative:
The customer reported that the rns (remote network station) is not giving any sound. The volume in the software and in windows were both at full volume. Customer was advised to restart the rns but declined in doing so, stating that there were too many patients connected to the rns at that time. The biomedical engineer called back to report the sound on the rns is still not working. Walked biomed through all possible volume controls and configurations with no success. Customer was sent an exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the rns (remote network station) is not giving any sound. The volume in the software and in windows were both at full volume.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the rns (remote network station) is not giving any sound. The volumes in the software and in windows were both at full volume. Customer was advised to restart the rns but declined in doing so, stating that there were too many patients connected to the rns at that time. The biomedical engineer called back to report the sound on the rns is still not working. Walked biomed through all possible volume controls and configurations with no success. Customer was sent an exchange. The returned unit was evaluated; all steps in the maintenance check sheet of service manual were completed. The unit performed extended testing for one day and the problem could not be duplicated. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.